Event description:
In 2004 - the pt underwent repair of inguinal hernia with bard composix kugel mesh. In 2011 - surgeon reports the pt came to his office complaining of "sharp, lightning-type pain in the groin area where the mesh is implanted. The surgeon reported the pt experienced increased pain upon palpation.

Manufacturer narrative:
According to the pt's physician, the pt had a bard composix kugel mesh implanted to repair an inguinal hernia in 2004. Sometime in 2011, the pt reported "sharp, lightning-type pain in the groin area where the mesh is implanted," which increased pain upon palpation. There is no indication the mesh was explanted. The original complainant has not responded to multiple requests for additional info. Based on the info received we are unable to determine if the mesh may have caused or contributed to the problems experienced after implant of the mesh. This MDR contains all info made available to davol to date. No conclusion can be drawn at this time.